Event description:
It is reported that during the first case of the day, estimated to be between 7:30am and 8:00am, this machine could not build pressure to continue ventilating the pt. It is reported that this device had passed a pre-use check and was initially working as expected. It is reported that this machine was swapped out and the case in progress continued using a different machine. There is no pt injury reported. It is reported that no alarms were noticed by the or staff at the time.

Manufacturer narrative:
A draeger technical service rep found that the isoflurane vaporizer attached to the anesthesia device was leaking: the vaporizer has ben exchanged, since then the anesthesia device is in use without further observation. The concerned vaporizer was requested for investigation but was not available until now. If an investigation is possible the results will be part of a follow up report.